Event description:
On (B)(6) 2026, a patient underwent a successful implantation of the genio system. During the night following the procedure, the patient experienced severe bleeding in the submental region. The patient subsequently underwent emergency revision surgery, during which hemostasis was successfully achieved. According to the treating physician, a concurrent skin and submental fat reduction procedure performed at the time of the initial implantation was considered the likely contributing factor to the hemorrhage. The bleeding was reported to be confined to the area superficial to the mylohyoid muscle, preventing extension of the hematoma to the implanted stimulation system (is). At the physician's request, the field technical engineer (fte) visited the site on (B)(6) 2026 to assess system functionality. Device evaluation, including titration, demonstrated good and extensive tongue protrusion. Endoscopic assessment of the airway at the tongue base level confirmed active tongue protrusion without posterior retraction. Due to the recent hematoma and revision surgery, a delay in further activation and/or titration was recommended to allow adequate healing. No other information is available.